Manufacturer narrative:
The quality investigation is complete. Device discarded.

Event description:
It was reported that during a cranioplasty surgical procedure in the patient¿s skull, the drill bit broke approximately 10mm from the tip and the fragment was easily removed. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.